Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 401 mg/dl and a confirmatory glucometer value of 395 mg/dl while using an ilet system after a replacement pump had not been fully set up, which prevented insulin delivery. The app was initially paired to a previous device, and setup completion required entry of patient weight and re-pairing to the current device, after which the cartridge showed insulin available and delivery could resume. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact reported. Investigation included communication with the patient and caregiver and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect setup procedure; no device component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.